Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
It was reported to carefusion that vela ventilator was alarming ventilator inoperable (inop), motor fault, circuit disconnect, low expiratory volume, low positive inspiratory pressure and transducer fault while connected to a test lung. The customer confirmed there was no patient involvement. The customer determined the most likely cause of the reported event to be the main board.